Event description:
It was reported that the right ventricular (rv) lead was damaged during a routine device changeout procedure resulting in high pacing impedance and a fracture. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment was returned and analyzed. No anomalies were found; however, the distal conductor of the lead was extrinsically over-rotated, the svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, and the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.